Event description:
It was reported that the surgeon noted a disparity between the liner size and the head size post operatively. Investigation determined that the liner was a 28 mm mispackaged as a 32mm. The patient has not been revised.

Manufacturer narrative:
A recall has been initiated for lots: 08fm05400, 08fm05400b.